Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 422 mg/dl. It was stated that the customer was feeling sick the day prior to the hospitalization. The customer had a blood glucose of 250 mg/dl, felt weak and had diarrhea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The caller felt that the issue was due to the insulin pump despite the results of the testing. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.